Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the results of the final investigation. Updated field: g3 corrected fields: e1; h11 the following reportable malfunction was identified during the device evaluation: damage to the cable unit. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b3 and b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue has been noted across various types of procedures, including laparoscopy, cystoscopy, and ureteroscopy. There were no reports of patient harm.

Event description:
It was reported that the camera head had non-functional image. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image was not displayed, and water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.